Manufacturer narrative:
Event date is an estimate (month/year valid). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was having trouble recharging their ins the last couple of days, they were not able to find the ins and stated they felt their ins turn off completely a few days ago. They tried charging and thought it was charged but it still could not find the ins and shows 'cannot find the device'. The patient then reported the controller turned off and would not turn back on until it was plugged into the power supply, after being plugged in for 45 minutes they plugged in the recharger telemetry module (rtm) but the controller showed to plug in the rtm cord even though it was already plugged in. There was a small cut in the rtm cord near the plug that goes into the controller. A replacement rtm was sent out.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient on (B)(6) 2021. It was reported that the patient hadn't received their replacement device yet. The patient requested another device be shipped out as they were in pain. Another replacement was requested. No further complications reported.